Event description:
Same case a MDR ID#: 2134265-2012-00408. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. The 325cm floppy rotawire guide wire and 1.75mm rotablator rotalink plus burr were advanced to the target lesion and a single ablation was performed for 15 seconds. During this ablation, it was noted that it was difficult to stabilize the position of the rotawire guide wire and the position was subsequently lost. Due to this difficulty with positioning, it was decided to exchange guide wires, however, upon withdrawal of the rotawire guide wire, the physician observed that a 2cm length of the distal portion of the device had detached and remained inside of the patient. Attempts to remove the detached guide wire portion were unsuccessful. The procedure was completed by implanting an unspecified stent over the detached wire to secure it to the vessel wall. There were no further patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).